Event description:
It was reported that an employee at the veterinary clinic reported that both small wire cutter 160mms were discovered to be chipped before surgery took place on a dog. There was no surgical delay. Other instruments were used for the surgery. No negative impact to the animal. This is a veterinary case. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review: lot a7ka42/4336202 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is october 24, 2001. This event represents a veterinary case ¿ no patient data will be reported. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.